Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 21apr2026. When asked about the patient's vessel calcification or tortuosity, the cook sales rep indicated "nothing" unusual. The delivery system of the zsle graft was not difficult to advance. The second right renal artery stent was deployed during the same procedure.

Event description:
It was reported that the delivery system of a zenith flex with spiral z technology aaa endovascular graft iliac leg became caught on a stent placed in the right renal artery (rra) during a complex fenestrated endovascular aortic aneurysm repair (fevar) procedure for a 75-year-old female patient. The procedure proceeded per the instructions for use (IFU). The bridging stents, bifurcated graft and both iliac limb grafts were placed without incident. Post-procedure cone beam computed tomography (CT) with contrast revealed a lack of blood flow to the rra, in which the surgeon noted that the section of the stent placed within the aorta appeared to be crushed. As a result, the patient required the placement of an additional stent to reline the damaged stent. An angiogram then confirmed good flow to the rra, and the patient left the operating room (or) in good condition. The patient was then released from the hospital two days post-procedure. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.